Manufacturer narrative:
Block b3: exact date unknown, event occurred in january 2024. D6b: explant date: (B)(6) 2024 additional suspect medical device component involved in the event: product family: scs-paddle leads. Upn: m365sc8336500. Model: sc-8336-50 serial: (B)(6). Batch: (B)(6). UDI: (B)(4).

Event description:
It was reported that the patient experienced difficulty charging the ipg despite troubleshooting attempts. All components were explanted and discarded per hospital policy.